Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11003r61, implanted: (B)(6) 2003, product type: catheter. (B)(4)

Event description:
Information was received from a physician regarding a patient receiving intrathecal compounded baclofen 1200 mcg/ml (dose 699.5 mcg/day) via an implanted pump. The pump's IFU (indication for use) was listed as intractable spasticity. The patient's medical history included multiple sclerosis, partial paraplegia, and allergies to sulfa and latex. On (B)(6) 2015, a pump motor stall occurred and was noted upon pump interrogation. The patient had not recently undergone MRI (magnetic resonance imaging). The pump was updated to minimum rate mode (reported as 57.7 mcg/day). The pump eri (elective replacement indicator) was 6 months. The patient heard the critical pump alarm on (B)(6) 2015 at time 1730. The patient was just beginning to experience intrathecal baclofen withdrawal symptoms and the physician was going to prescribe oral baclofen. There were no other stalls confirmed in the event logs. The pump alarm was silenced by the physician. An attempt was made to reprogram the pump and it failed to resolve the stall. The pump drug delivery rate was decreased to minimum rate prior to surgical explant and replacement on (B)(6) 2015. If additional information becomes available, a follow-up report will be submitted.